Manufacturer narrative:
Visual inspection of the returned tibial insert performed by r&d product manager on (B)(6) 2018: the posterior "clipping" tooth of the insert have been plastically deformed and damaged. It presents a sort of incision with the negative shape of the clipping tooth of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned or it was not possible to be well positioned due to the presence of a third body (cement) in the baseplate. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related. An insert of different batch was successfully implanted later.

Event description:
During a moto primary case, the implant wouldn't lock into the baseplate even if the surgeon tried for several times. He then put ina trial insert to allow the cement to cure and then opened a secondary implant to complete the surgery. 2 minute of delay. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2017, lot 167800: (B)(4) items manufactured and released on (B)(6) 2017. Expiration date: 12/12/2021 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During a moto primary case, the implant wouldn't lock into the baseplate even if the surgeon tried for several times. He then put in a trial insert to allow the cement to cure and then opened a secondary implant to complete the surgery. 2 minute of delay. The surgery was completed successfully.